Event description:
It was reported that multiple of the same altitude alarms occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose was not provided.the customer contacted cts when the altitude alarm recurred. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.